Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was stuck in the rewind mode. The customer stated that she removed the battery for several minutes and she cleared the alarms. Assisted the customer to set the time and date on the insulin pump. Two days later, a nurse from the hospital called and stated that the customer was hospitalized due to diabetes ketoacidosis. No further info was provided.